Event description:
The reporter claimed the insulin on board calculation (iob) on the animas insulin pump is not correct. According to the reporter, there should not be any iob based on her last bolus insulin intake and the pump setting. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the insulin on board issue. The subject pump is being returned for investigation.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed an unconfirmed replace cartridge alarm on (B)(4) 2012 at 11:42 pm and the alarm remained unconfirmed for 7 hours. The insulin on board calculation is suspended during alarms and continues once the alarm is confirmed. Once confirmed, the pump resumed the calculation, displaying the insulin on board that was remaining at the time the alarm was first encountered. On testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all key were responsive to user input with no hypersensitive keys observed on keypad. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).